Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter was installed. At the beginning of the use, filtration is observed in the junction zone of the catheter body (rigid zone).

Event description:
The customer reports: catheter was installed. At the beginning of the use, filtration is observed in the junction zone of the catheter body (rigid zone).

Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC catheter for evaluation. The catheter body was cut below the 35cm mark. The separated portion was not returned. Signs of use in the form of biological material was observed inside the proximal extension line. Visual examination revealed damage along the seam of the juncture hub. The deformity is consistent with that of damage due to contact with sharps. No other anomalies were found on the catheter. The catheter was cut 211mm from the juncture hub. The outer diameter of the catheter body was measured and was found to be within specification. The returned catheter extension lines were attached to a 5 ml syringe from lab inventory filled with water. The distal extension line showed no leaks when the plunger was depressed. The proximal extension line showed leakage on the juncture hub when depressed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The reported complaint of a juncture hub leak was confirmed by complaint investigation. The juncture hub had a small hole along the seam, causing it to leak when the proximal lumen was used. Signs of use were also identified inside the proximal extension line. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing issues. Based on the sample received and the customer description, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.